Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted and replaced due to infection. It was noted that the device was coming through the pocket, which is considered erosion. No additional adverse patient effects were reported.